Event description:
The patient reported that her infusion set tubing completely separated at the luer lock. The patient stated this has happened twice within the last 2 weeks. The tubing and site involved with this incident were 4 days old. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.